Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the device revealed recorded episodes of non-sustained right ventricular oversensing. The episodes were a result of loss of capture exhibited by the right ventricular lead. Programming interventions were made. There were no patient consequences reported.